Event description:
On october 27, 1999, bayer diagnostics rec'd a report regarding its psa2 assay. A test result for prostate specific antigen (psa) in july, 1999 was reported on the advia centaur as 110 ng/ml. As a result of this value, the health care provider elected to perform a biopsy. Findings appeared to be negative and no complaints from the pt for prostate distress were reported. A sample was redrawn on oct. 27, 1999 and reported as greater than 155. Autodilution of the sample was performed, recalculated results were reported as 2.5 and 3.0 ng/ml, respectively.